Manufacturer narrative:
B3: bsc aware date used as event date is unknown

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that perforation occurred. A left atrial appendage closure procedure was being performed. A watchman flx closure device pierced a hole in the patient's heart. The physician removed the watchman closure device, and a pericardiocentesis was needed to stop the bleeding. The patient required intubation for six hours.